Manufacturer narrative:
Clarification to d.9: previous initial emdr stated "yes" for device received, however, only the photos of the device have been received and reviewed. It is not possible to determine the lot number or catalog through the photos provided. Photo analysis completion: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "irregular contours, folded", "focal adenosis", "intracapsular rupture" and "slight amount of fluid" confirmed via ultrasound and CT. Later healthcare professional reported "grade 3 capsular contracture (according to ultrasound, intraoperatively). Implant rupture (according to ultrasound, intraoperatively). Right breast projection discomfort". This record is for the right side. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture

Event description:
Patient reported "irregular contours, folded", "focal adenosis", "intracapsular rupture" and "slight amount of fluid" confirmed via ultrasound and CT. Later healthcare professional reported "grade 3 capsular contracture (according to ultrasound, intraoperatively). Implant rupture (according to ultrasound, intraoperatively). Right breast projection discomfort". This record is for the right side. The device has been explanted and replaced with another manufacturer's device.